Event description:
It was reported that when the user facility attempted to confirm and accept registration during a fess procedure using the navigation system ii - cart, the system generated an unacceptable level of accuracy. It was reported that a second mask registration was performed which also failed to deliver accurate results. It was reported that no other methods were attempted to register the patient. The case was completed successfully using traditional methods and with no delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Based on the evaluation of the reported event, the serial number of the navigation cranial software was added to the concomitant devices grid.

Manufacturer narrative:
Based on the evaluation of the reported event, an additional device (navigation cranial software) was added to the concomitant devices grid.

Event description:
It was reported that when the user facility attempted to confirm and accept registration during a fess procedure using the navigation system ii - cart, the system generated an unacceptable level of accuracy. It was reported that a second mask registration was performed which also failed to deliver accurate results. It was reported that no other methods were attempted to register the patient. The case was completed successfully using traditional methods and with no delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that when the user facility attempted to confirm and accept registration during a fess procedure using the navigation system ii - cart, the system generated an unacceptable level of accuracy. It was reported that a second mask registration was performed which also failed to deliver accurate results. It was reported that no other methods were attempted to register the patient. The case was completed successfully using traditional methods and with no delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.